Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of air bubbles anomaly on the reservoir. The customer's blood glucose reading was 17 mmol/l. The customer stated that every time he filled the reservoir, air bubbles are present. The customer stated that they changed the set every 2 to 3 days. The customer mentioned that they were tired but did not have difficulty breathing or nausea. The product was not returned for analysis.